Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified component (B)(4) doesn¿t line up with the arrow etched on component (B)(4) when it locks on all three devices. Dimensional analysis of the arrow etching of all returned devices found it is non-conforming to print specifications. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was noted that when the new sizer was going to be placed in a kit, the etching and tick marks were mis-aligned. There was no patient involvement.